Event description:
Healthcare professional reported "rupture" and "capsular contracture grade iii". This record is for right side. Device was explanted and not replaced. Device will be returned.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis wear abrasion, non-penetrating nicks and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" and "capsular contracture grade iii". This record is for right side. Device was explanted and not replaced. Device will be returned.